Manufacturer narrative:
H3, h6: the anspach foot pedal, product 120041, s/n (B)(6), used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified 1 prior event. Although the reported problem was not confirmed, a contributing factor may be a cable failure resulting in intermittent communication. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that when was setting up for a navio tka procedure, the anspach foot pedal showed "disconnected" on connection screen. Connections were checked both on the navio and in the back of the navio and everything seemed to be plugged in. System was rebooted four more times, but it showed disconnected each time. There foot pedal was swapped for its backup to continue the procedure without delay. No other complications were reported.